Manufacturer narrative:
(B)(4). Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
The patient had a generator repositioning due to generator migration. The patient was reported to have lost some weight and the device felt loose. The generator had shifted slightly medial and cranial. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.